Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a transmitter issue. Data was provided for investigation. Confirmation of the complaint was confirmed via data. Signal loss greater than three hours. The probable cause could not be determined via data. The reported event of a transmitter is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.